Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the duckbill valve was damaged and the broken piece fell into the patient. The dropped piece was retrieved. The doctor commented that a maryland forceps seemed to have been stuck in the duckbill valve when the forceps had been inserted into the trocar forcibly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: please clarify statement "maryland forceps seemed to have been stuck in the duckbill valve when the forceps had been inserted into the trocar forcibly." Does this mean maryland forceps became stuck or lodged in trocar cannula after same maryland forceps had been forcibly inserted into trocar? Yes. The doctor commented that there was a resistance of sticking or lodging when a maryland forceps had been forcibly inserted into trocar. The analysis results of the trocar found that it was received with the duckbill torn with lose of material. The piece of the seal was received in a separated bag. Possible cause of this condition is that the forcep was inserted in steep angle relative to the trocar entry causing tear in the duckbill. The internal diameter of the trocar was noted to be conforming according to manufacturing specification. A batch record review was performed and no anomalies were found during the manufacturing process.